Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, before the ablation was completed and the cardioversion was performed, significant bleeding was observed at the slide control on the loop catheter handle. The physician expressed concern due to loss of air tightness at the handle and the loop catheter was replaced  after the patient's cardioversion, and potential inspection and superior cavity potential ablation were performed. The procedure was completed with cryoablation. Due to loss of air tightness the physician was concerned patient may have experienced an air embolism. A magnetic resonance imaging (MRI) brain was completed post operatively. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 of lot number 0012698029. Visual inspection was carried out. The catheter appeared intact without any visible issues. The catheter was connected to a test catheter interface cable (cic) without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. Mechanical verification of steering and slide mechanisms was carried out. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. The shape of the capture device was unremarkable with no atypical features. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Catheter identification and ablation was performed. The catheter was reprogrammed before connection to the generator via a test catheter interface cable (cic), and therapy deliveries were successfully performed. X-ray imaging did not reveal any anomalies. Further dissection of handle revealed presence of dry blood in the handle area as well as over the outer layer of guidewire lumen. Blood could have exposed in the handle through outer layer of guidewire lumen. Returned pfa catheter passed all the test. Electrical continuity revealed intact electrode wires without any detachment or breakage. In conclusion, the catheter passed the return product inspection however the adverse event of stroke could not be confirmed via product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the case was completed with pulsed field ablation.

Manufacturer narrative:
Continuation of d10: product ID: 4fc12, product type: sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, before the ablation was completed and the cardioversion was performed, significant bleeding was observed at the slide control on the loop catheter handle. The physician expressed concern due to loss of air tightness at the handle and the loop catheter was replaced after the patient's cardioversion, and potential inspection and superior cavity potential ablation were performed. The procedure was completed with cryoablation. Due to loss of air tightness the physician was concerned patient may have experienced an air embolism. A magnetic resonance imaging (MRI) brain was completed post operatively. The patient required extended hospitalisation. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the MRI showed lacunar infarction.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.